Event description:
Detachment of the retention clip. The indwell time was 66 days. The retention clip and plug portion were detached unnoticed.

Manufacturer narrative:
The complaint of the ponsky feeding tube detaching from the locking clip is confirmed. The notes in this file indicate, "detachment of the retention clip. The indwell time was 66 days." The genie tricuspid plug was not returned. The ponsky feeding tube was returned loose. The proximal end of the ponsky feeding tube was observed under magnification and exhibits no impressions in the tubing that would indicate assembly. The proximal end of the ponsky feeding tube has been cut on a near right angle. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the mfg process. A chr is not possible, as no mfg lot # info has been provided by the complainant.